Event description:
The customer reported an intermittent static image issue during sedation while the device was inside the patient in a colonoscopy and endoscopy procedure that was completed with the same device involving an olympus video system center. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.